Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, an extended sharp opening in the same location of crease on the anterior side, stress marks, curved openings with striated edge on the radius, and a weight test of the explanted material verified it was underweight. Based on the device analysis, the final assessment is a sharp crease opening assessed as a fold flaw opening and curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.